Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device with the same reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported this was a venotomy closure of multiple access sites in the right common femoral vein using the pre-close technique via 8f sheath holes prior to an ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred at two access sites with the first attempted proglide devices. The angles might have been below 45 degrees (around 30 degrees). The sutures of new proglide devices were successfully pre-placed and the ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.